Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the device locked and lost its power. The device was used to complete the procedure, but this was uncomfortable and difficult for the surgeon. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.